Event description:
Event description guidant/crm received information that due to impedances greater than 2000 ohms this endotak dsp lead was removed because of an is-1 fracture it was replaced with an endurance rx lead.